Event description:
Caller reported a cgm error with code 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After resetting, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.